Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted after approximately 4.5 years of service. The physician elected to implant a different model ICD, which was conducted without reported complication. There have been no reported symptoms associated with this clinical observation.